Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Boston scientific technical services (ts) suggested lead evaluation to determine source of oversensed signal and evaluate lead integrity. It was noted that the patient was symptomatic, complaining of chest pain, and went to the hospital. Boston scientific technical services (ts) suggested a chest x-ray be performed. This lead was surgically abandoned. No additional adverse patient effects were reported.